Event description:
The customer said the dose they received had leaked into the secure safety insert. The needle was on the syringe but most of the liquid had leaked out. The customer confirmed that the plunger had not been depressed.